Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the minicap transfer set and the capd disconnect y set. This occurred during an unknown cycle of peritoneal dialysis therapy. It was stated that the transfer set could not connect be connected to the y-set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device evaluation was completed for the reported event of connection issue. The device was visually inspected, but nothing was found related to the reported event. The device underwent functional testing which included, leak testing, clear passage testing and clamp function testing. The sample was also connected to a transfer set in the lab and no issues were noted. The device passed all of the functional testing. The device met product specifications related to the reported event. The connection issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.